Event description:
The customer stated that when the device booted up get error message in reference to alarm settings. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.